Manufacturer narrative:
It was reported that "flanges on the syringe broke". It was reported that a piece "was not able to be located anywhere". The customer stated concern that a piece of the syringe went into the wound of the patient however this could not be confirmed as the piece could not be found. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Syringe broke during surgery and a piece could not be located.